Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-04924, 04926. It was reported the pt had ineffective stimulation and wanted the scs system to be explanted. In addition, the pt was unable to communicate with the ipg. During the explant procedure the physician noted the leads were able to be removed out of the ipg header without using a torque wrench.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.